Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. The usm was tested on a test system in normal mode where it confirmed and replicated error 319. The usm was tested on patient side cart (psc) fixture test platform (pftp) where it failed fiber test on the rolling loop fiber. A gold rolling loop fiber was installed, and the error went away. The original rolling loop fiber was re-installed, and the error came back.

Event description:
It was reported that during a da vinci-assisted general incisional hernia surgical procedure, system had non-recoverable fault 26002. The customer stated that the universal surgical manipulator (usm) 1 faulted, and they switched to usm2 but encountered non-recoverable 26002 fault and a 316 fault. Intuitive surgical, inc. (Isi) technical service engineer (tse) viewed system logs and confirmed the 316 fault. The customer stated that the usms were docked to the patient and had a message saying the patient side cart (psc) was not connected to the vision side cart (vsc). The tse walked the customer through a hard reboot and had the customer reseat blue fiber cables. System powered on and had a 319 error on usm1. The customer disabled usm1 and recovered from the fault as they were only using usm 2, 3, and 4. It was stated that usm 2, 3, and 4 were all flashing orange, and they had no vision on the scope. The customer reseated the scope cable and reseated the scope on usm 3 and still had no vision, but usm 3 led was blue and free to move. The customer tried another power cycle and the 319-error returned on usm 1 node 180 acc. The customer disabled usm 1 and continued with usms 2, 3, and 4. The customer reseated sterile adapters and instruments on usms 2, 3, and 4. The surgeon was able to take control of the usms and was continuing with the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was robotically completed with usms 2, 3, and 4. The usm 1 remained disabled due to the error.

Manufacturer narrative:
Based on the claim against the product by the customer noting non recoverable fault 26002, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The complaint regarding non recoverable fault 26002 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.